Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: 2016-(B)(6), s2d, (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, beginning (B)(6) 2015, 361 ventricular sic; high rate non sustained detected episodes with lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 1026 ohms up from a trend in the 300-400 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 in 3 days and rv lead impedance variation in last 60 days.<(><<)>end> concomitant: (B)(4) ICD implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead encountered very low r-wave sensing in 2011, and remained in use. It was also reported that the rv encountered varying r-wave amplitude since at least (B)(6) 2014, and multiple rate drop response episodes, and remained in use. Approximately, one and half years later there was rv lead noise oversensing observed. It was reported that the patient collapsed at home. It showed out that the patient had an escape rhythm of 30 beats per minute (bpm). Measurements revealed no anomalies, but the patient had several periods with escape rhythms of 30-40 bpm. It was also indicated that the rv lead had encountered an electromagnetic interference (emi) noise episode, and loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.